Event description:
The account alleged that the emergency trend that will not work but the bed will go into trendelenburg from the siderail. The account has replaced the emergency trend valve but the issue remains.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.